Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument was non-functional. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the force bipolar could not be opened, they were not stuck on tissue. They tried to open with the release kit but it did not work and they had difficulties removing the instrument from the cannula so they removed them together. No pin was sticking out and the wrist was straight. The port incision was not increased. No fragment(s) fell inside the patient. No additional ports were made to remove the instrument and cannula together. There was no injury to the patient. It is unknown if the instrument was in strong grip mode at the time of the event, there was no collision and no images are available.

Event description:
Refer to h11. For follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and passed the recognition and engagement tests. The instrument was installed on an in-house system. The grips of the instrument does not open fully. The instrument was visually inspected internally and externally, no issues were identified. The complaint was confirmed by failure analysis. The probable root cause could not be definitively established given no product issues were identified during failure analysis.